Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to get any telemetry during manual transmission. Troubleshooting steps were taken to no avail. The patient was referred to device clinic for follow-up. The monitor is still in use. The device is still in use. No patient complications have been reported as a result of this event.